Event description:
Sorin group received a report that the heater cooler was displaying an error during a procedure. The patient circuit appears to be blocked. There was no patient injury.

Manufacturer narrative:
(B)(4). Sorin group received a report that the sorin heater-cooler system 3t displayed an error during a procedure and the patient circuit appeared to be blocked. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and was unable to reproduce the reported issue. The patient bridge was replaced as a precaution and a functional verification test was successfully performed. The unit was run for 2.5 hours with both patient and cardioplegia circuits circulation and no failures were identified. The temperature settings were also varied between warmest to coolest setting multiple times and no faults occurred. No report of recurrence has been received. As the reported issue could not be reproduced, a root cause was not determined and no corrective actions could be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor this type of issue for trends. Evaluated on site by sorin service rep.

Manufacturer narrative:
The information contained in follow-up #1 for this report was filed as a result of a retrospective review conducted as part of a CAPA. The review identified on april 14, 2016 that the complaint had been closed on october 15, 2015, but a supplemental report was not filed to document the closure.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater cooler was displaying an error during a procedure. The patient circuit appears to be blocked. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.